Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient had their ipg explanted and replaced with a smaller ipg in the same pocket and leads explanted and replaced to address their issue. Therapy was restored.

Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04310, 3006705815-2021-04311. It was reported the ipg was flipping in the pocket causing discomfort. The ipg was found to be perpendicularly inserted into the skin after flipping multiple times. Diagnostics found one of the leads had high impedances on all contacts. Surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead has the high impedances; therefore both leads are being reported.